Event description:
It has been reported to philips that the touch screen is not responsive.

Event description:
It has been reported to philips that the touch screen is not responsive.

Manufacturer narrative:
Event date and description updated. Patient information and reporter institution updated. Device problem code grid updated.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that they are having issues with the touchscreen. Intermittently some areas of the touchscreen are unusable. During a patient use event, there was a delay in the touch screen responding. No patient or user health consequences or impact occurred.